Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device had a drilled neuro-tip and a recorded temperature of 122 degrees which exceeded the operational specification (118 degrees). During repair it was observed that the bearings were worn out and are causing the device to exceed the operational specification. It was determined that the issue with the drilled tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill was started, the burr drilled into or through the neuro tip. It was determined that the issue with the bearings was consistent with improper cleaning, the bearings showed signs of damage that was indicative of damage caused by immersion during cleaning which is failure to follow the directions for use, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the craniotome device had a drilled tip and was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.